Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits, confirming there were no cuts in the insulation. Visual inspection of the lead revealed a separation of the gore covering from the medical adhesive at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils during the attempted implant. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
--

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, high out of range pacing impedance measurements were exhibited. The lead was removed and insulation cuts were noted with exposed conductor coils. Another rv lead was successfully implanted with no adverse patient effects reported. The attempted implant lead is intended to be returned for analysis.